Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor opened the product for use and noted the g/w (spring guide wire) was curved. Another device was used.

Event description:
The customer reports the doctor opened the product for use and noted the g/w (spring guide wire) was curved. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-27702-e kit with various components including a guide wire assembly for evaluation. The guide wire was retracted within the advancer tube but the straightener tube cap was not returned. Prior to sample decontamination, it was identified that there was dried blood inside the guide wire straightener tube. The evidence of use conflicts with the customer report that the damage was observed upon opening the kit. The guide wire was observed to have a single slight bend/kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the bend in the guide wire body. Both welds were present and were observed to be full and spherical. The slight bend in the guide wire was located 26 mm from the distal tip. The guide wire outer diameter and overall length were measured and found to be within specification. The needle cannula inner diameter was also within specification. The returned guide wire was advanced through the introducer needle, the ars, the cath eter-over-needle and the cvc catheter and was able to pass through all of the components with minimal resistance. (Con't) other remarks: a manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the packaging and guide wire assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a bent guide wire was confirmed through visual examination of the returned sample; however, the customer reported the damage was observed prior to use but the returned guide wire assembly had evidence of use (dried blood). The guide wire was kinked in one location towards the distal end of the body. The returned components met all relevant functional/dimensional requirements and a device history record review did not identify any manufacturing/packaging related issues. A root cause could not be determined because of the discrepancy between the customer report (prior to use) and the components returned (evidence of use). Teleflex will continue to monitor and trend for reports of this nature. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.